Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. Block d4, h4: the customer reported this could be one of three lot numbers 31128469, 31133485, and 31075347. It is unknown which of these lot numbers the tip broke off of. Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Block h6 (device codes): imdrf device code a0401 captures the reportable event of corewire break.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the tip of the sensor wire broke off. The patient will require another procedure to remove the stone and the fragment that broke off will be retrieved at that time.

Manufacturer narrative:
A2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. D4, h4: the customer reported this could be one of three lot numbers 31128469, 31133485, and 31075347. It is unknown which of these lot numbers the tip broke off of. E4: this event was reported to the FDA via a voluntary medwatch report. The report number is mw5117299. H6 (device codes): imdrf device code a0401 captures the reportable event of corewire break. H11: correction. D4 expiration date has been updated from required to not applicable.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the tip of the sensor wire broke off. The patient will require another procedure to remove the stone and the fragment that broke off will be retrieved at that time.